Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a coronary arteriography using a 6f sheath. Reportedly, when the plunger was removed, no suture was present. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The suture mediated closure (smc) system was returned for analysis. The suture retrieval issue was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to the circumstances of the procedure. It is likely that user technique and/or an interaction with patient anatomy contributed to the reported device failure to cycle/needle to cuff miss suture retrieval issue. The information indicates that step 2, needle deployment, may not have been fully completed leaving the posterior needle tip in the foot pocket. Initial tab engagement was made with the anterior needle; however, it was likely overcome by resistance encountered during plunger retraction. The account was notified of the cuff tab separation. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user.